Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, on (B)(6) 2015 the excess tissue was excised. The implanted device remains.